Manufacturer narrative:
Legal dept. At facility retained device.

Event description:
The facility reported that a drill bit broke off leaving a section in the patients elbow that had to be removed.

Manufacturer narrative:
Legal dept. At facility retained device.

Event description:
The facility reported that a drill bit broke off leaving a section in the patient's elbow that had to be removed.